Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump has a faulty buzzer. The unit has no tones during startup, and a damaged standoff on front case. No further information is available.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the enteral feeding pump has a faulty buzzer. The unit has no tones during startup, and a damaged standoff on front case. No further information is available.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit was switched on, it did not produce any audio. The unit was disassembled and analyzed. The capacitor, c168 was noticed to be dislodged from the pcba. This capacitor is the part of the audio circuit. C168 is located in very close proximity to a screw boss, which was also found broken. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.